Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3 - date of event is estimated d4- a partial UDI was provided as the lot number is not known.

Event description:
It was reported that the pressure wire x, wireless device was to be used in the distal left anterior descending (lad) lesion. There were difficulties accessing the apical lad. However, a dissection occurred and the patient was hospitalized. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and/or lot number was not reported, and the device was not returned. Based on the information received, the investigation determined that the reported difficulty to advance appears to be related to operational context. In this case, it is likely that the use techniques employed affected the delivery performance of the guidewire, which resulted in the reported dissection. The reported patient effect of dissection is listed in the pressurewire x - wireless instructions for use, as a known possible complication associated with catheterization procedures. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B1: adverse event/product problem updated. D9: device available for evaluation updated from ni to no.